Event description:
In addition to what was previously reported, patient also alleges walking with a limp. It was also stated that the surgeon noted a pseudotumor with significant metal-on-metal synovitis increased synovial fluid. After review of medical records, there is no new information added that changes the reportability. There is no report of revision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation records of pinnacle implant received: litigation alleges slight limp, residual weakness and stiffness. Doi: (B)(6) 2017; dor: not reported; left hip.